Event description:
It was reported that during a surgical procedure at the user facility, metal shavings fell out of the cordless driver 3. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, metal shavings fell out of the cordless driver 3. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of metal shavings was not duplicated by the repair technician or the qa engineer.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete.